Manufacturer narrative:
Review of procedure ID #(B)(6) scheimpflug images and video shows extreme tilt and a bubble indicating docking may have been tilted and not quite seated in the suction ring. Patient movement is noted during capsulotomy. Poor centration and tilt can cause imperfect capsulotomy break through leading to tags in several locations of the capsule button. Capsule tear may have occurred during the cataract removal portion of the procedure. Procedure ID #(B)(6) shows side to side motion during capsulotomy leading to potential incomplete breakthrough of the capsulotomy this may cause possible tags in areas of the capsule button. Capsule tear may have occurred during the cataract removal portion of the procedure. The procedures and how they were performed may have led to potential tags or incomplete capsulotomies due to patient motion and poor docking. Capsule tears likely occurred during the cataract removal portion of all the procedures above. System functioned as designed. No further clinical follow-up required.

Event description:
On (B)(6) 2025, cas reported that the clinic (B)(6) had reported to him that they encountered capsule tears during three cases.